Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals the breakage of the drill bit could be caused by a bent guide wire that creates a stress fracture, long term use that causes wear on the cutting edges which reduces cutting efficiency, inappropriate material specified or extremely dense bone. It was not reported that the guide wire was bent. The material grade used could accelerate wear on the cutting flutes, reduce the overall strength of the drill (when drilling in hard bone), and reduce overall cutting efficiency. The material used on this reamer is typical for cutting instruments. This device was produced in june 2003. During this time, wear and reduction of cutting efficiency would be expected. The drill packaging includes the insert, important information on the recommended preparation of drill bits and taps for re-use. This insert outlines the proper re-use and care for drill bits and taps. The insert specifies to check drill bits and taps and discard if stains, rust, residue, or damage (blunt edges, bent shafts, etc.) Are present. It appears from evaluation of the device and the long potential usage time that the drill bit had become worn and the cutting efficiency reduced. This most likely resulted in failure of the drill. Since the material specified is appropriate and within specifications, the usage has been long term, and a device insert was provided describing the proper use and care of the instrument, no design changes are warranted. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the shaft that connects to the drill broke off, while reaming through the nail into the femoral head of a pathologic femur fracture of the right hip. All broken pieces were retrieved. The surgeon completed procedure without patient harm.